Event description:
Per the clinic, the patient experienced a loss of osseointegration (B)(6) 2013 resulting in fixture loss due to a reported trauma to the head.

Manufacturer narrative:
(B)(4): device currently unavailable.

Manufacturer narrative:
Correction: the correct catalog# is 93332; not 93330 as previously reported. This report is filed december 12, 2013.